Manufacturer narrative:
Lot# 12477105: (B)(4).

Event description:
On (B)(6) 2014, this patient was implanted with three gore&#59397;excluder&#59393;aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2016, a type ii endoleak was identified, there was aneurysm sac growth, and the physician reintervened. The physician performed a secondary intervention of embolization. The patient tolerated the procedure.